Manufacturer narrative:
(B)(4). For one event, the investigation is ongoing. For six events, the investigation did not identify a product problem. The cause of the event could not be determined. For one event, the investigation determined the service actions resolved the issue. The field service engineer (fse) found an issue with the rise levels. He adjusted the rinse level and gear pump pressure and several valves were replaced. For one event, the investigation determined the service actions resolved the issue. The field service engineer (fse) checked the horizontal and vertical calibration of the mixer and cleaned the incubation bath. The fse found scattered black "corpuscles" under the reaction bath window. The fse replaced the heat cut filter and the reaction bath window. For one event, the investigation determined the service actions resolved the issue. The field service engineer (fse) found the sample probe tip was contaminated with serum. He also noted that some rinse tubings were leaking causing carryover of waste liquids into various cells. He replaced the sample probe and verified probe alignment. He replaced the affected rinse tubing. For one event, the investigation determined the service actions resolved the issue. The field service engineer (fse) found the rinse mechanism had been placed inaccurately. The rinse mechanism was leaking water from the squeegee. The rinse mechanism was straightened. Mechanism checks and cell blank measurement were performed successfully. For one event, the investigation determined the service actions resolved the issue. The field service engineer (fse) found the fluidics pressure was high causing the overfilling of the reaction cells and excess water on the reagent probes at the rinse station. The fse adjusted the gear pump pressure, cuvette rinse pressure, and reagent flow. The reported events involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>12</noe> malfunction events. The customer had questionable results for the following: 2 igm-2 tina-quant igm gen.2 (igm-2), 1 valp2 valproic acid, 2 li lithium, 1 d bili direct bilirubin (d bili), 2 astl aspartate aminotransferase, 3 chol2 cholesterol gen.2, 7 a1c-2 tina-quant hemoglobin a1c gen.2, 23 a1c-2 tina-quant hemoglobin a1c gen.3, 1 albt2 tina-quant albumin gen.2 (albt2). The events involved a total of 42 patients. The provided patient ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The provided patient genders were 3 male and 2 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the remaining event,the investigation did not identify a product problem. The cause of the event could not be determined.